Event description:
The complainant reported that a patient on impella 5.5 support developed bleeding from the right axillary pocket and was taken back to the operating room to intervene and clean out. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.